Event description:
It was reported by service report that the bed had intermittent power. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bent power prong on power cord.